Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal cutter stopped cutting the tissue partway through. The procedure name was unknown and type was therapeutic. The issue was found during sedation and the intended procedure was completed with an olympus back-up device. There were no reports of patient involvement.